Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported a defective battery. Per the customer, the unit indicates a full charge, but powers off in less than a minute. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on via battery and ac power, the unit remained on when switching between ac and battery power. It was determined the battery was unable to charge to full capacity. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.